Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient developed a skin reaction with inflammation, dry skin, and infection, small red circles, fever and patients¿ whole body was red and burning, extended beyond the patch perimeter. The patient was brought to the hospital by the parent on (B)(6) 2023 and received treatment with intravenous with antibiotics. Besides this the patient was also given paracetamol. The patient was discharged 4 days after the event date. At the time of the report the patient was tired, sleeping a lot and recovering. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.